Manufacturer narrative:
Following the information gathered, the enterprise 8000 bed left hand safety side detached from the bed frame and there were found missing bearing plates. The broken parts were replaced and the safety side was refitted. There was no indication of any patient involvement. No injury was claimed. The safety sides are equipped in the safety side rail mechanism which allows raising and lowering the side rail. It consists of two s-side upper arms and one lower arm. Each of them is equipped with screws protecting the upper and lower pivot pins from dislodgement. In the reported case, the retaining screws on the lower and upper pivot pins were loose that result in partial detachment of the side rail from the mounting point. The circumstances in which the malfunction occurred remain unknown. The bed was located in the bed store during the service. The field service engineer refitted the safety side and replaced the broken bearing plates. The functionality of the side panel was checked. The bed operated correctly. To sum up, the arjo device failed to meet its manufacturer¿s specifications since the side rail was damaged. There was no indication of patient involvement when the incident occurred. The complaint was assessed as reportable due to the side rail detachment from the side rail mechanism. No injury was claimed.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Following the information gathered, the enterprise 8000 bed safety side detached from the bed frame and there were found missing bearing plates. The broken parts was replaced and safety side was refitted. There was no indication of any patient involvement. No injury was claimed.